Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned and replaced. The rv lead trend data looked fine, but there was no capture on the rv lead. The representative noted the helix did not appear to be extended, but the physician felt this was not the helix. The new rv lead was implanted without issue and had good pacing thresholds. No additional adverse patient effects were reported.